Event description:
Pt with history of menorrhagia and pelvic pain underwent robotic assisted total laparoscopic hysterectomy. During procedure a "burning smell and sparks" were noted coming from the monopolar cable (damage to cord was noted at the stress point on the proximal end by the connector). Surgeon was notified and procedure was stopped. Patient sustained no burns/ injuries. The clinical engineer was contacted and determined that after replacement of monopolar cable it was safe to continue procedure. Remainder of procedure was uneventful.